Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. (B)(4). The user facility has reported that the device will remain "sequestered until there is litigation or child comes of age whichever comes first". Thus the device is unavailable for evaluation by carefusion. The user facility did report that the patient has been extubated and the chest tube removed. On 06/05/2012, carefusion sent a letter to the user facility seeking additional information concerning the reported event and the current condition of the patient. As of 06/28/2012 there has been no response from the user facility. High frequency ventilation of infants has inherent risks one of which is pneumothorax. As such it is important to closely monitor the patient utilizing chest x-rays. The 3100a operator's manual provides the following recommendations for the frequency of chest x-rays.

Event description:
The following description of the event was documented on (B)(6) 2012 by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "[Name removed] from the hospital risk department called to report an incident that occurred on (B)(6) 2012 at approximately 1300 that resulted in a patient injury. A medwatch report has been filled out and sent to the FDA." "According to incident report, the unit was calibrated and passed prior to putting on the pt, the unit was put on a (B)(6) pt in the picu on flow of 20, delta p 45, unk what map was set at. After approximately 30 minutes on the patient, the map began to fluctuate by 3 cmh2o, unk if alarms were triggered. Pt was removed, circuit was checked and cap/diaphragm was found to be leaking and replaced. Unit was recalibrated. Meanwhile a cxr was done and showed a left pnuemothorax with a right mediastinal shift. Chest tube was inserted by md. Unit placed back on patient and the map began to fluctuate by +5cmh2o, unk if alarms were triggered. Patient was placed on cmv. Unit was recalibrated again and would not pass pre use calibration for pressure. Pt has since been extubated and chest tube removed."